Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported the patient reported she fell and ¿broke the box¿ and the implantable neurostimulator (ins) ended up moving. The patient met with a device manufacturer¿s representative (rep) on (B)(6) 2015 and they turned the device off. The hcp inquired if they are ok to go forward with MRI. It was reviewed concerns with going forward without confirming with the programmer or clinician programmer. There were no patient symptoms reported. Medical history includes non-malignant pain. If additional information is received, a supplemental report will be submitted. Additional information reported by the rep stated the ins did not move and was not damaged to his knowledge. The patient was referred for a lead revision. He will implant a surgical paddle, but the case was not scheduled at this time.